Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5568-45 implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds. Follow-up conducted revealed that the atrial lead had high thresholds currently and approximately 2 years ago. The physician indicated that the atrial lead was repositioned approximately 2 years ago with no success; therefore, the atrial lead was not repositioned again and remains in use. It was also reported that the device didn't last as long due to the high atrial thresholds. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the atrial lead had high thresholds. Follow-up conducted revealed that the atrial lead had high thresholds currently and approximately 2 years ago. The physician indicated that the atrial lead was repositioned approximately 2 years ago with no success; therefore, the atrial lead was not repositioned again and remains in use. It was also reported that the device didn't last as long due to the high atrial thresholds. The device was explanted and replaced. No patient complications were reported as a result of this event.